Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery depletion was indicated. Elective replacement indicator (eri) was reached on (B)(6) 2011. Most recent battery measurement was 2.57 v. The device was received and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the device reached elective replacement early. The device was explanted and replaced. During testing of the new device the right ventricular lead was noted to be oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.